Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after the device delivered inappropriate shocked. Interrogation revealed that the shock was caused by right ventricular lead noise resulting in over-sensing. The patient was rescheduled for lead revision on (B)(6) 2021. During the procedure the physician could not gain access to the vessel to address the lead, so the procedure was aborted. Tachycardia therapy was deactivated. The patient was in stable condition.